Event description:
On jan 20th, 2008, the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that there were segments missing from the meter display. The pt tests his blood glucose every day. The pt's normal medication regimen is as follows: morning 11 units of novorapid; at noon 18 units of novorapid; evening 22 units of novorapid and 32 units of lantus. The pt has been advised to adjust dosages or not take insulin at all if the pt shows a trend over 3 days that the pt has result between "80mg/dl and 120mg/dl." The reporter (mother) stated that she calls to notify the doctor and get new dosages, should this trend occurr. The pt stated that he had experienced this issue for the past week. Although he was unable to view the results, the pt stated that he continued to follow his usual medication doses. In 2008, at 11pm, the pt began to have symptoms of "trembling". As treatment the pt was given "2 pieces of sugar and some bread." It was stated that the pt had dinner on this day at 7:30pm and ate normally. The reporter stated that they did not seek medical attention. The pt has not had any symptoms since this incident. This compliant is being reported due to the following conclusions: the reporter claimed that the pt was unable to interpret a quantitative blood glucose result because of the reported issue and during this time he suffered a hypoglycemic event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has no yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.